Event description:
The complainant reported that the safe-t-valve broke and the tubing came off the pump. The pt received a bolus of 400 ml over 30 min timeframe. The device was disconnected and removed.

Manufacturer narrative:
.